Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2023) h11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year and eight days post a catheter placement, the catheter allegedly broke. It was further reported that the catheter allegedly leaked. Reportedly, the catheter was repaired. There was no reported patient injury.

Event description:
It was reported that one year and eight days post a chronic catheter placement, the catheter allegedly broke. It was further reported that the catheter allegedly leaked. Reportedly, the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. Only reference photos were provided not the actual product photo. Therefore, the investigation is inconclusive for the reported catheter break and fluid leak issue as no objective evidence of the reported device was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 10/2023), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.